Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. Device testing could not be performed due to no lock. Programming adjustments were made, however, the issue did not resolve. The recipient will not be pursuing revision surgery at this time. The recipient will become a non-user.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device is considered a failure in situ. A review of the device history record was completed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.